Event description:
It was reported by the customer that the pyxis medstation es system patient was inadvertently assigned an admitted (loa) status and is unable to rectify the admission statusthe customer stated that there was a delay in accessing medication to the patient.there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the unit's execution of the patient transfer workflow was as follows. A technical support specialist, has verified that the reported issue has been resolved by customer and the patient's information is now accurately reflected in the system. The system functioned as intended after the field service engineer troubleshooted the device.